Event description:
It is reported that the surgeon asked for a 40mm glenosphere. The circulator opened a 40mm glenosphere based on the description on the box. When the box was opened the implant was etched as a 36mm. It was compared to a different 36mm glenosphere and it was clearly larger. The surgeon implanted the larger glenosphere.

Manufacturer narrative:
This report will be amended when our investigation is complete.